Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure and the procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found issue with software and reinstalled the software. Upon further analysis the fse observed that the system application hung intermittently and found issue with hard disk. To resolve the reported issue, the fse replaced the software disk and reloaded the complete system software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.